Event description:
The account alleged the brakes were not locking. No pt impact.

Manufacturer narrative:
The technician found the brakes were functioning as designed. The technician in-serviced the account on the function of the bed to resolve the issue.